Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t gave an error code associated to the stirrer motor during a procedure. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A video was shared and the reported issue could be confirmed. The stirrer motor found to be seized and due to a gripped motor bearing, the stirrer did not run and overcharged the processor board. Stirrer motor and processor board replacement is needed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the stirrer motor and processor board were replaced. However during service activity an error code persisted thus another processor board was taken from a functioned device and assembled in the involved device. The second replacement of the processor board was successful and the reported issue could be solved. A new processor board has been ordered to complete the repair. Based on all facts mentioned above, it cannot be ruled out that the most likely root cause was a short circuit of the motor circuit board which consequently caused electrical damage on the processor board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.